Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer that an rn reported that patient alarm for bradycardia showed on the mp70 with a red banner, but no audible alarm occurred. The patient was an infant; there was no ill effect to the patient, as the rn was in the room.